Event description:
Xia 3 hook was used in a vertebroplasty procedure for nerve paralysis by compressed fracture. Half a day after the procedure, the patient was completely paralyzed. The surgeon thought that the hematoma was cause of the paralysis. Therefore, although the surgeon stopped the bleeding, paralysis was not improved. Next, the surgeon thought that blade of hook is pressing the spine, therefore he is planning examination of myelogram.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment results: the customer reported event of the xia 3 titanium thoracic laminar hook causing paralysis to the patient was confirmed via correspondence with the international contact. The patient underwent the surgery (vertebroplasty of l1) with the xia3 for nerve paralysis caused by compressed fracture. However, after half a day, the patient was completely paralyzed. The surgeon thought that the hematoma was cause of the paralysis. Although the surgeon stopped bleeding, paralysis was not improved. Next, the surgeon thought that blade of hook is pressing the spine, therefore he is planning examination of myelogram, however no results received. The resulting paralysis is a harm that has a severity of s4. The device was not returned for evaluation since it remains implanted in the patient. Hook placement is detailed in the surgical technique and states that "the appropriate hook is chosen by a number of factors including patient anatomy, bone quality, correction technique, and the forces applied." However, the mentioned cause could not be confirmed. Conclusion: the root cause of the event could not be determined due to the absence of the device and limited information.

Event description:
Xia 3 hook was used in a vertebroplasty procedure for nerve paralysis by compressed fracture. Half a day after the procedure, the patient was completely paralyzed. The surgeon thought that the hematoma was cause of the paralysis. Therefore, although the surgeon stopped the bleeding, paralysis was not improved. Next, the surgeon thought that blade of hook is pressing the spine, therefore he is planning examination of myelogram.